Manufacturer narrative:
H10: correction: device not returned for evaluation. H6: the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that after a surgical procedure, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.